Event description:
The user facility reported that water was leaking from their reliance synergy washer. The water leak ran across the floor from the clean side of the washer. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the washer and found leaks around the drying valve manifold. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational.